Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 38 indicating a motor stall, which persisted despite multiple user-initiated restarts, and a replacement ilet was shipped while the patient continued therapy until receipt. Symptoms included hyperglycemia with a reported maximum blood glucose of 500 mg/dl for approximately 24 hours, without loss of consciousness or diabetic ketoacidosis, and ketone testing was negative. Outcomes included no professional medical intervention and no assistance required for therapy. Investigation included review of device history within the ilet, user troubleshooting with restarts, and coordination for device replacement and return. Investigation of this device revealed a pump malfunction consistent with a motor stall impacting insulin delivery, associated with the pump mechanism component. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.